Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 6f jr4. Dilatation catheter: viatrac. The viatrac dilatation catheter referenced is being filed under a separate medwatch report. Evaluation summary: a visual and dimensional inspection were performed on the guide wire. The reported difficulty to remove and core separations were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that manipulation of the guide wire during retraction likely caused the inner member to become damaged resulting in the difficulty to remove the wire. Additional manipulation of the wire and balloon catheter likely caused the core separation, and noted teflon coating damages and kinks. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a non-tortuous and calcified lesion in the renal artery. A 6f jr4-shaped non-abbott guide catheter and spartacore guide wire were advanced in the patient anatomy without issue. A 4.0x15mm viatrac plus balloon dilatation catheter (bdc) was then advanced to the lesion and inflated once to 8 atmospheres. The bdc was fully deflated and attempted to be removed when the bdc became stuck on the guide wire. Force was used, and the distal portion of the guide wire separated and a portion of the bdc balloon separated. Due to the long (300cm) guide wire, scissors were then used to cut off the distal 1/3 portion of the guide wire for ease of handling, and both the proximal portion of the guide wire and the bdc (including the separated balloon) were removed from the patient anatomy. The pre-placed guide catheter was then advanced forward in the patient anatomy, and the separated portion of the guide wire was able to be retrieved from within the guide catheter and was completely removed from the patient anatomy. It was confirmed that no part of the bdc nor guide wire remained in the patient anatomy. A whisper es guide wire and 5.0x15mm herculink elite stent delivery system were then advanced and the stent was successfully deployed in the patient to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.